Event description:
A malfunction was reported by the customer when the pump was turned on, resulting in a specific malfunction code being displayed. There was no reported impact on the customer's blood glucose level. The customer attempted to restart the pump but encountered the same issue, and the device is set to be returned; a replacement pump has been arranged.